Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was sent to the manufacturing site and the investigation is currently underway.

Event description:
It was reported that a tracheobronchial stent graft used in the left external iliac artery allegedly did not deploy. Reportedly, the tracking anatomy was not tortuous or calcified. A 0.035 inch angled guide wire was used. The physician removed the device and used another of the same for a smooth advancement and deployment. Upon examination of the first device, it was noted that there were 3mm of the stent graft and had deployed. No patient injury reported.